Manufacturer narrative:
The guidewire sheared off and broke leaving a piece of the guidewire in the patient's leg. The patient had the wire removed from the right calf without complications. A review of the device history records showed no inconsistencies. The complaint sample was not returned for examination. The hospital is unable to release the product. Photographs of the guidewire were received. It appears in the photos that the tip was sheared. The core wire can clearly be seen with the coils unwinding. A definitive root cause was not determined because the wire was not sent back for analysis. There was no product from this lot for analysis. The user may have accidentally pulled back the guidewire through the needle causing it to shear off. It is possible that the weld tip was sheared off the guidewire, and when it was withdrawn, the motion and force of the withdrawal pulled more of the coils apart. The IFU it states that "withdrawal, pullback, or manipulation of the guidewire when resistance is met may cause guide wire damage, breakage, or embolization. At no time should the introducer or guidewire be advanced or withdrawn when resistance is met without determining the cause by fluoroscopic examination or suitable imaging method." No other similar complaints have been received for this pn.

Event description:
Customer states that physician was getting two access sites set up, using a micro-puncture kit (mpk-4f). After both sites were accessed, physician treated the first vein segment successfully. At the second access site, customer states that physician pulled out wire with the dilator and noticed the wire had unraveled. Customer states that physician also noticed that the wire appeared shorter. Customer states that physician then noticed that the tip of the wire was missing, had come off. Customer states that the tip of the wire was left in the patient and observed this under ultrasound.